Event description:
(B)(4). It was reported that thrombosis, myocardial infarction (mi), and dyspnea occurred. On (B)(6) 2010, the patient presented with acute onset of intermittent substernal chest pain radiating to the left arm. The patient was diagnosed with non q- wave non st- elevation myocardial infartion and cardiac catheterization was recommended. Subsequently, the index procedure was performed. The target lesion was a de-novo lesion located in the 1st obtuse marginal (om) with 99% stenosis and was 8mm long with a reference vessel diameter of 2.5mm. The target lesion was treated with direct stent placement using a 2.50 x 12mm taxus liberté stent with 0% residual stenosis. Two days post procedure, the patient was discharged on aspirin and prasugrel. On (B)(6) 2014, the patient presented with weakness and shortness of breath and was hospitalized on the same day. On admission, ECG revealed new st segment elevation. Cardiac enzymes were elevated consistent with protocol definition of mi. The patient was diagnosed with non-st elevation myocardial infarction and cardiac catheterization was recommended. At the time of the event, the patient was taking aspirin only and the study drug per protocol and other antiplatelet medication were last take on (B)(6) 2013. On (B)(6) 2014, coronary angiography was performed and was scheduled coronary artery bypass graft (CABG). On the following day, the 95% stenosis in 1st om with evidence of small thrombus near the site of previously placed study stent was treated with CABG x3 utilizing saphenous vein graft (svg) to 1st om, left internal mammary artery (lima) to left anterior descending artery (lad) and svg to 1st diagonal. The site has confirmed that small thrombus was noted near the study stent and not within the stent. At the time of reporting , the events were considered recovering/resolving. Seventeen days post procedure, the patient was discharged.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).